Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not functioning on ac power. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
Evaluation codes result and conclusion. Correction to the PMA / 510k #. Device evaluation summary: one tamura ((B)(4)) power supply was returned to medtronic for further analysis. An external visual inspection of the returned power supply shows no anomalies. The power supply was attached to the failure investigation (f.I) test ventilator and the ventilator circuit breaker tripped immediately. However, the unit did power up from the bps (battery supply). The fault was isolated to field effect transistors (fet) q1 and q2 short circuit on printed circuit board assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) inspected the device and replaced the power supply. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator was not functioning on alternating current (ac) power.